Event description:
From staff: surgeon was trying to insert balloon into patient over 018 wire and the balloon was not advancing appropriately. Rn and surgeon reconfirmed that the balloon size, wire and sheath were all the correct size. Scrub in the room tried to inflate the balloon (not in the patient) and the balloon would not even inflate. Surgeon deemed this device defective.